Manufacturer narrative:
Correction number: 1627487-09042012-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device #1 of 4. Reference MFR report: 1627487-2014-26505, 1627487-2014-26506, 1627487-2014-26507. The pt has a scs system which includes two anchors from the same lot. The pt reports that she has not been receiving stimulation and has been unable to communicate with or recharge her ipg for the past year approximate date (B)(6) 2013 (exact date unk). The pt reports she had to recharge her scs system frequently one year ago and she was unable to keep the system turned on for an entire day. In addition, the pt reports her back stings and wants the scs system removed. Surgical intervention may be pending to address this issue.